Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 continous glucose monitor (cgm), after the system stopped insulin dosing because the user did not enter a fingerstick value required for bg run mode and the cgm was not connected; dosing was resumed after a fingerstick entry, and the user later changed and paired a new sensor as guided. Symptoms included chest pain consistent with hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and caregiver and analysis of the information they provided. Investigation of this case revealed no device problem and identified a usage problem due to improper procedure, as the required workflow for bg run mode was not followed; no device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.